Manufacturer narrative:
(B)(4). No hospital name, address, or contact person was provided in the maude report. Carefusion is unable to contact the customer for add'l info or to request the return of the affected product.

Event description:
Received customer's maude report: "nurse was in the process of changing the flow rate of the infusion when the pump read "communication error" the screen turned red and shut down. Dose or amount: d5ns 75 ml/hr, frequency; continuous, route: IV". No other info is available, no customer info is provided or available.